Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) was 536 mg/dl and a manual injection was used to correct. Reportedly, the pump supplies were changed to address the issue and bg lowered to 224 mg/dl.